Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a video-assisted thoracoscopic surgery, the reload was loaded into the device by a cardiac scrub nurse with no issues. The device was handed to the surgeon to fire. The surgeon was not able to squeeze the handle, so nothing happened when tried to fire. Another reload was used to complete the case. There was no patient injury.